Event description:
Suspicious mammogram. Excision mass lt breast .9 cm moderately differentiated infiltrating ductal ca. Lt breast mastectomy - no residual tumor identified. 5/2002 pt recovering - doesn't want chemotherapy.